Event description:
The surgeon had entered the urethral area to begin a turp case. He was using the foot pedal to place the patient in trendelenburg position. However, the bed went into a deep reverse trendelenburg. This is the second failure in 1.5 years.